Event description:
It was reported to boston scientific corporation in 2008, that a rapid exchange biliary stent was going to be used for a procedure one day prior, and during preparation, the delivery wire was kinked. The procedure was completed with a second rapid exchange biliary stent device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot.